Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned by the manufacturer representative the morning before the procedure and all levels were reviewed with the surgeon. The system was mounted to the bed and draped. The 3define scan and draw spine were completed. Registration was successful. The arm was sent to all trajectories starting on the left l2-l5, then right l5-l2, with k-wires placed. Confirmation images were taken with the c-arm which determined the left l2 wire was lateral to the plan; all other wires were placed accurately. The surgeon asked to change the trajectory in the plan. The representative obliged and changed the axial angle of the screw to bring the implant more medial. Left l2 was re-sent and the screws were placed. Once the screws were placed , the surgeon felt left l2 still looked lateral and removed the left l2 screw; all other implants were accurate. After surgery was successfully completed the representative noticed that the attachment point where the arm guide is attached to the arm was not stable. When instrumentation was inserted down arm guide, the arm guide would move slightly from side to side. The representative has seen this on 2 other occasions and in both cases the arm needed to be replaced. The representative recommended not using the system for the second case of the day.